Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter would not retract. The following information was provided by the initial reporter: IV needle would not retract when button pushed resulting in failed IV attempt and second poke for patient.

Manufacturer narrative:
H6: investigation summary, since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter would not retract. The following information was provided by the initial reporter: IV needle would not retract when button pushed resulting in failed IV attempt and second poke for patient.